Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter facility name: dr. (B)(6) has been working at (B)(6) hospital since (B)(6) 2019. Before that, he worked at (B)(6). Since the time of occurrence of this event is unknown, it is unclear at which facility the event occurred. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a mesh placement procedure performed on an unknown date. According to the complainant, during the procedure, the suture broke during deployment of the capio device. Reportedly, the dart was left inside the patient's sacral ligament and was not retrieved. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.